Manufacturer narrative:
The analyzer serial number is (B)(6) . The customer stated that their qc recovery data was acceptable. The field service engineer (fse) found that that the reagent pack was the cause of the issue. The customer replaced the reagent pack and recalibrated and ran qc successfully. A precision test was also performed successfully. The service maintenance actions performed by the customer resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 2 patient serum samples on a cobas 6000 e601 module. The doctor questioned the initial results which prompted the customer to repeat the samples. For sample 1, the initial hcg result was 62.44 miu/ml. The sample was repeated on another e601 analyzer and the result was <0.1 miu/ml. For sample 2, the initial hcg result was 126768 miu/ml. The sample was repeated on another e601 analyzer and the result was 67000 miu/ml. Clarification on if one of the results was accompanied by a data flag was not provided. The repeat results were deemed correct.